Event description:
On (B)(6) 2010, consumer always used kotex. The end of tampon stayed inside and she never noticed and went to doctor on (B)(6). She is not sure if it was this cycle or the cycle before. She indicated she had fever, odor, and throwing up. The doctor removed a cotton part and string, just the top, about size of cap on a bottle of make-up. She indicated doctor thought it might have been the start of toxic shock and if she didn't feel better to come back, no antibiotics were prescribed. She is feeling fine now. Event resolved on (B)(6) 2010. No further information was provided.

Manufacturer narrative:
Requested lot number and samples from consumer.